Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. Instrument and system logs reviews were unable to be performed as the system was never docked to the patient.

Event description:
It was reported that during a planned da vinci-assisted thyroidectomy with bilateral axillo-breast approach (bapa) procedure, the patient experienced bradycardia, followed by cardiac arrest and required resuscitation. The system was never docked to the patient and the event occurred while the customer was introducing the endoscope to view the surgical field. When the patient went bradycardic, the anesthesiologist requested the surgeon to stop operating and CPR was initiated. The patient was resuscitated and there was no bleeding or injury to the patient. The surgeon decided to convert the procedure to open surgery due to the patient's extensive adhesions and the bradycardic event. The procedure was completed, and the patient has since been discharged. The surgeon stated there was no malfunction of a da vinci system, instrument, or accessory that occurred.